Event description:
It was further reported that the 70-80% stenosed target lesion was located in the mildly calcified and mildly tortuous right coronary artery. A "shepard's crook" in the vessel increased the difficulty of the procedure. Multiple attempts to retrieve the stent using a non-bsc snare were unsuccessful. It was originally reported that the stent was deployed; however, the stent was crushed to the vessel wall with another unspecified stent. The procedure was prolonged. Medications given included, "teeparin" and a double dose of antiplatelet. A gastrointestinal bleed occurred, and it is unknown how this was treated. The patient later stabilized and was discharged.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The index procedure treated the target lesion located in the right coronary artery (rca). The 4.5x16mm liberte bare metal stent was advanced to the distal end of the rca, but the stent dislodged in the proximal portion of the rca. A few attempts to retrieve the stent were met unsuccessfully, and the stent was then deployed in the proximal portion of the vessel. The procedure was successfully completed with another liberte bare metal stent.

Manufacturer narrative:
Corrected information: describe event or problem; it was originally reported that the stent was deployed; however, the stent was crushed to the vessel wall with another unspecified stent. (B)(4).

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).